Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire loaded to an introducer needle in a guidewire hoop was received for evaluation. One electronic photo was provided for review. The photo shows the j-tip of the guidewire was loaded into the introducer needle kept inside the polythene bag. However, the photo was unclear. Visual, dimensional observation and functional evaluations were performed on the returned device. An attempt to advance the guidewire into the introducer needle was performed and was successful. Resistance was felt during performance. Another attempt to offload the guidewire from the introducer needle was performed and was successful. Resistance was felt during performance. A kink was noted on the guidewire portion proximal to the introducer needle. What appeared to be bloody tissue, was noted to on the distal portion of the guidewire. Slightly stretching with uncoiling were noted on the tissue residue area. Therefore, the investigation is confirmed for the identified deformation and stretched issues. However, it is inconclusive for the reported physical resistance, difficult to remove and failure to advance issues as the sample evaluation results under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using a glidepath catheter. During the procedure, the guidewire was allegedly stuck in the introducer needle of the 23cm glidepath catheter. Reportedly, the guidewire could not be advanced further and was unable to be removed from the introducer. The device was removed altogether. There were no reported patient injuries.